Manufacturer narrative:
Pt age: unknown. The age was asked; however, it was not provided. Pt gender: unknown. The gender was asked; however, it was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to a ''hyper-optic'' outcome. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was received cut in two pieces. The lens condition is consistent with a lens that was explanted form the patient¿s eye. Due to the returned condition no further testing could be performed. Device manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The product met manufacturing release criteria. Corrected data in initial MDR: mfg. Site: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.